Event description:
During a tonsillectomy procedure using an evac 70 xtra plasma wand, the pt was reported to have sustained a mild burn to the pt's pharyngeal fossae. The device had reportedly leaked at the distal tip of the wand. The pt is reported to be doing fine.

Manufacturer narrative:
The pt info was requested on (B)(4) 2010. No additional info has been provided to date. The size and severity and treatment details were requested on (B)(4) 2010. No additional info has been provided to date. The device is reportedly returning for investigation. The device has not been returned for investigation.